Event description:
It was reported that during an unrelated thorax surgery, this device declared a code 1007 as a result of capacitor charge time exceeding limitations. The charge times were found to be 44.9 seconds. During the procedure, over-sensed noise caused inappropriate anti-tachycardia pacing (atp) delivery and the device charging and subsequent long charge time. Boston scientific technical services (ts) was contacted and discussed that the over-sensed noise was the result of electromagnetic interference, likely the result of electrocautery during the surgical procedure. Ts explained that the code 1007 was consistent with attempted charging in the presence of an intense magnetic field. At a recent follow-up appointment, a manual capacitor reform was performed which confirmed a normal charge-time of 10 seconds. This indicated that the high voltage capacitor was most likely intact. Ts recommended performing a commanded shock test to confirm normal device function. The recommended commanded shock test was subsequently performed which displayed an in-range impedance of 80 ohms and a charge time of 10 seconds. The physician elected to continue with normal monitoring. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during an unrelated thorax surgery, this device declared a code 1007 as a result of capacitor charge time exceeding limitations. The charge times were found to be 44.9 seconds. During the procedure, over-sensed noise caused inappropriate anti-tachycardia pacing (atp) delivery and the device charging and subsequent long charge time. Boston scientific technical services (ts) was contacted and discussed that the over-sensed noise was the result of electromagnetic interference, likely the result of electrocautery during the surgical procedure. Ts explained that the code 1007 was consistent with attempted charging in the presence of an intense magnetic field. At a recent follow-up appointment, a manual capacitor reform was performed which confirmed a normal charge-time of 10 seconds. This indicated that the high voltage capacitor was most likely intact. Ts recommended performing a commanded shock test to confirm normal device function. At this time, the device remains implanted and in-service. No adverse patient effects were reported.